Manufacturer narrative:
No medwatch form was received. Review of quality records.

Event description:
It was reported that the patient was admitted due to pocket infection. Hematoma with wound dehiscense and onset of fever were observed. The system was explanted.